Event description:
The surgeon stated that the uterine morcellator malfunctioned. He obtained another one and toward the end of the procedure, the 2nd unit malfunctioned. He does not know what happened - just "stopped morcellating."